Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the physician ¿screwed up¿ and ¿pulled the wires out of my back¿ during what was supposed to only be a battery replacement surgery. According to the consumer ¿the manufacturer¿s representative (rep) even admitted the doctor was in a hurry and forgot to unhook the wires from the power unit and pulled the wires out of their back.¿ the consumer further reported the doctor ¿was mad at him because he didn¿t¿ want to go for ¿round number three on his operating table and I told him I¿ve had enough¿I¿ve had enough of you jabbing my back.¿ as a result the consumer ended up having a surgical lead implanted on (B)(6) 2008 by another physician.

Event description:
It was reported that, during a surgical procedure, the patient had his leads pulled out by the surgeon. The surgeon forgot to disconnect the leads from the implantable neurostimulator (ins) and when the ins was pulled to remove it, the leads were pulled with it. The surgeon stated the patient pulled the leads. It was not certain when this occurred but it was thought to have occurred 2010-2011. Follow-up was performed to obtain more information about the event from the physician as this was a historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 3887-33, serial# (B)(4), product type: lead. Product ID: 3887-33, lot# j 0322090v, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 3887-33, lot# j0228108v, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).